Event description:
It was reported that the patient with this implantable cardioverter defibrillator suffered a cardiac arrest. Her husband stated that the device did not go off. No information was provided as to whether the device did not delivery therapy when required. The patient was moved to the intensive care unit. Technical services suggested that a device check be performed. This device remains in service. No additional adverse patient effects were reported.